Event description:
A 10mm asd occluder was prepped and advanced to the defect site however the device deployment malfunctioned twice due to deformation of the left atrial disc. The device was removed and exchanged for a 25mm cribiform device which was successfully deployed with good seal and without residual shunt. What: while attempting to preform closure of a cardiac atrial septal defect. A 10mm asd occluder was prepped and advanced to the defect site however the device deployment malfunctioned twice due to deformation of the left atrial disc. The device was removed and exchanged for a 25mm cribiform device which was successfully deployed with good seal and without residual shunt. Why: not known why both occulders were defective. How: unable to determine if will be able to prevent malfunctions in the future. Will look at need to increase par levels of more popular sizes. Outcome: a 25 mm cribiform device was successfully deployed with good seal and without residual shunt.